Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal comm failure- 1173" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection identified the pim to cpu ribbon cable was damaged which may have contributed to the customer report. The pim to cpu ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.